Manufacturer narrative:
Insulin pump received with missing segment due to zebra connector cracked noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had screen black. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated the black screen did not disappear. The device will be returned for analysis.